Event description:
A ventilator was returned to the manufacturer for routine service. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.